Event description:
It was reported that during a lap cholecystectomy procedure, they fired the device and could not get it open. The eventually opened it, but a new device was used to complete the procedure. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.